Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation concluded that the reported events and resistance were related to procedural conditions due to patient morphology/pathology and user technique. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effects of atrial perforation / tear (atrial septal defect) and hypotension as listed in the mitraclip system instructions for use are known possible complications associated with the mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had a challenging anatomy: the heart was very off axis, appearing more horizontal than normal. The septum was difficult to puncture with the transseptal needle and required three attempts to puncture it. No additional information was provided.

Event description:
This report is filed for the interatrial septal tear requiring a septal plug. It was reported that during a mitraclip procedure the interatrial septum was difficult to puncture with the transseptal needle. It was also difficult to pass the mitraclip steerable guide catheter (sgc) across the septum with the first attempt when the non-abbott guidewire lost its position in the left upper pulmonary vein requiring the sgc to be removed from the anatomy and the septum was rewired. The sgc was re-inserted and successfully crossed the septum on the second attempt. One mitraclip was implanted reducing the mitral regurgitation from grade 4 to 2. During the procedure, it was noted that there was significant shunting of blood through the iatrogenic atrial septal defect (asd). The diameter of the asd was approximately 2 cm after the sgc was removed from the anatomy and a septal tear was suspected. The patient's arterial blood saturation decreased to 80% and the systolic blood pressure decreased to 80 mm hg. An 18 mm non-abbott septal plug was deployed to successfully seal the asd. There was no adverse patient sequela. No additional information was provided.